Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 28.0, 115.0, 117.0, and 118.0 cm from the proximal end, and fractured approximately 119.0 cm from the proximal end. The coil was detached from the pusher assembly with the proximal constraint sphere intact on the proximal end of the coil. Conclusion: evaluation of the returned device revealed the pusher assembly was fractured and kinked. This damage was not reported in the complaint and, therefore, may have occurred after the procedure, during packaging for return. The distal segment of the fractured pusher assembly was advanced and retracted within the pusher assembly without issue. However, due to the damage found on the pusher assembly, the root cause of the complaint could not be determined. Ruby coils are 100% functionally and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing the ruby coil through a px slim delivery microcatheter (px slim), the ruby coil pusher assembly would not advance pass the friction lock and the ruby coil was removed. The procedure continued using a new ruby coil and the same px slim. There was no report of an adverse effect to the patient.